Event description:
Discordant sodium (na) results were obtained on two patient samples on a dimension xpand with hm instrument. The initial na results were not reported to the physician(s). The samples were repeated twice on the same instrument. The second repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and instructed the customer to back-flush the rotary valve and port waste. The hsc also instructed the customer to replace an instrument sensor and repeat sodium quality controls. The customer successfully ran qc. The cause of the discordant sodium results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.